Manufacturer narrative:
Evaluation results: fowler, set screw.

Event description:
It was reported by service report that the fowler would drift down with weight applied. No pt involvement or adverse consequences are reported.